Event description:
It was reported that four days post a coronary drug eluting stenting treatment procedure thrombosis occurred. The patient presented emergently with classic anginal symptoms. The left circumflex (cx) showed a very large 1st obtuse marginal (om) branch which had 90% narrowing. The lesion was 18mm in length, and the vessel was 2.5mm in diameter. The vessel was mildly tortuous and not calcified. The distal cx was very small and had 95% narrowing in its distal third branch. The physician advanced a 2.0x20mm maverick balloon to the 1st om and predilated the lesion. The balloon was removed and a 2.75x20mm taxus express2 drug eluting stent was advanced to the lesion in the 1st om and successfully deployed. There were no complications reported. Medications used during the procedure included nitroglycerine and integrillin. Four days later, the patient presented emergently with unstable angina and with elevation of her troponin I level with non-q-wave myocardial infarction. Tests showed a stent thrombosis of the 1st om with 95% narrowing of the left cx system. The physician delivered a 2.5x15mm maverick balloon to the 1st om and dilated the lesion. The physician attempted recanalization of the thrombosed stent into the 1st om with the passage of a wire, but this was not possible. Subsequent integrillin infusion was given. The patient was on aspirin and plavix (600mg) at the time of the event. The patient condition is listed as stable.

Manufacturer narrative:
Device analysis: the stent remains in the patient and the delivery device has been disposed, therefore no direct product analysis will be available. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.